Event description:
During an in-clinic follow-up, noise, oversensing and high pacing impedance were detected on the right ventricular (rv) lead. Technical support was contacted to resolve the event, however, no known intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a revision procedure was performed. The lead connection was cleaned and reconnected to the device to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Session records were sent to abbott technical support for review and high pacing impedance and noise resulting in oversensing was confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.